Manufacturer narrative:
The technician replaced the siderail cable to repair the bed.

Event description:
Information received indicates the left cable to the head siderail was pinched, causing the insulation to break and expose bare wiring.